Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy due to noise. Interrogation revealed alerts for high voltage noise reversion episodes but those episodes could not be confirmed. The system was replaced. The patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy due to noise. Interrogation revealed alerts for high voltage noise reversion episodes but those episodes could not be confirmed. Interrogation also detected alerts for possible lead issue and found the device had multiple aborted charges due to output circuit damage. The system was replaced. The patient condition is good.